Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter broke during insertion. A snare was used to retrieve the catheter and a new device from another manufacturer was placed. There was no reported patient injury.

Event description:
It was reported that the catheter broke during insertion. A snare was used to retrieve the catheter and a new device from another manufacturer was placed. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One pprt ti isp, with 8f groshong catheter kit was returned. The catheter was returned broken in two segments with the proximal segment attached to the tunneler. A microscopic and tactile evaluation was performed. Both break surfaces were found to exhibit a rough, granular, and topographically complex surface. The tactile evaluation revealed the presence of extreme tensile strength loss to the proximal segments of the catheter near the break site, approximately 4cm. Therefore, the investigation is confirmed for the reported catheter break. Per the reported event, the physician pulled on the tunneler and the catheter broke in two pieces. While a definitive root cause could not be determined, it likely that procedural factors contributed to the reported event. However, it is unknown whether patient factors may have also contributed to the reported event. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 08/2019).